Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this atrial lead has loss of capture and impedance greater than 2000 ohms. Dr. (B)(6) will see patient next week and decide therapy. Now in a vvi mode. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).